Event description:
It was reported that far field r wave oversensing leading to inappropriate mode switching was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. There were no reported patient symptoms or consequences.